Manufacturer narrative:
It was reported that the cooling fan filter and air inlet filter were replaced, and the issue was resolved. The device was returned to service.

Manufacturer narrative:
E1 reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temperature is too high error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a blower temperature is too high error code. It was reported that the device was restarted, but the issue was not resolved. It was recommended to inspect the blower. Onsite support was requested. Investigation is ongoing.